Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced energy shield monitor (esm) to resolve the issue. The system was verified and ready to use. Isi has received the esm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site had to restart the system multiple additional times during an active case and asked whether any workarounds existed; the technical support engineer (tse) explained that there were no workarounds and that the entire system had to be rebooted. The procedure was completed with no reported injury.